Event description:
This lv lead was implanted on (B)(6) 2015. And was explanted on (B)(6) 2018, due to infection/sepsis. In a product experience report receive on (B)(6) 2018, it was reported, that the patient had lower leg infection and endocarditis confirmed through echocardiogram. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).